Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01390. This report is being submitted as additional information. Unique identifier (UDI) #: (B)(4). Approximate age of device ¿ 3 days. No product was returned for evaluation. A direct correlation between pump and the reported event could not conclusively be established through this evaluation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018 and the cause of death was bilateral diffuse brain ischemia and bilateral ventricular failure. The patient was scheduled for a lvad implant on (B)(6) 2018. While in the operating room before the surgery started, the patient suffered a cardiac arrest and received chest compressions. The patient was placed on extracorporeal membrane oxygenation. On (B)(6) 2018, the patient was assessed and it was decided that the patient was neurologically intact, and the implant occurred that day. The implant was performed with a thoracotomy approach and excessive air was observed in the ventricle and was thought to be related to the patient¿s death. The lvad clinician reported that they believe the air in the ventricle during the surgery migrated to the brain which caused the patient¿s death.